Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. The reason for call was patient said the therapy hasn't been working as well since they had a surgical procedure in (B)(6) 2022. They turned the therapy off for the surgery. Patient had been having issues where on what used to be the normal setting they use it won't go past number 3 anymore. On program 3 they are getting a message that the system is operating at max settings but therapy cannot be increased. They were supposed to see someone but had a hernia and had to cancel. Patient said, they have never been able to turn the amplitude up very high. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient said they had a new healthcare provider in florida but had not been seen them for the device yet.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.